Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating, and anesthesiologists were not able to log into remove meds, screen shows unable to authenticate error. The customer stated that they left stations open for non-narcotic removal in rooms that are going to be used for emergency cases and anesthesiologists are going to or core and l&d core devices to remove narcotics for cases. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not communicate. A technical support specialist informed the customer that the users received authenticate error due to invalid credentials during database migration timeframe. The system functioned as intended after the technical support specialist assessed the device.